Event description:
It was reported that during the implant procedure, the physician complained that there was no anchoring sleeve on the lead, and indicated that one was not removed prior to implant. The physician sutured the lead without a sleeve. Fluoroscopy has shown that the anchoring sleeve was not inside the patient's body. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).